Event description:
During an adjacent level revision procedure performed on (B)(4) 2019, the tip of the polyaxial driver (39-sp-0700) broke while implanting a 7.5 x 50mm reform polyaxial screw. The doctor did not attempt to remove the tip, which was left in the head of the screw implanted in the patient. The procedure was completed utilizing another driver readily available in the set with no delay.

Manufacturer narrative:
H3 device evaluation - the returned driver was visually examined with the aid of a 5x loop. The tip of the driver is sheared off and was not returned with the complaint product. The fracture is planar and perpendicular to the drive shaft. This is consistent with prior failures documented and addressed as part of a previous CAPA. This product is being replaced with a new designed driver.

Manufacturer narrative:
Patient information: unknown. Outcomes to adverse event: other serious (important medical events) - this is being reported as a serious injury (retained foreign object) due to the fractured tip of the driver being left in the head of the polyaxial screw implanted in the patient. It is important to note that once the rod implant is seated and locked into the tulip of the polyaxial screw, the fractured tip is prevented from dislodging as long as the rod remains firmly locked in place. Occupation - other; sales representative. Device evaluated by MFR: evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
During an adjacent level revision procedure performed on (B)(6) 2019, the tip of the polyaxial driver (39-sp-0700) broke while implanting a 7.5 x 50mm reform polyaxial screw. The doctor did not attempt to remove the tip, which was left in the head of the screw implanted in the patient. The procedure was completed utilizing another driver readily available in the set with no delay.